Event description:
A customer reported a notification about a minimum fill issue while attempting to load a new cartridge into their device. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. When reloading the same cartridge did not resolve the problem, technical support guided the customer through loading a new cartridge using the proper technique. This successfully resolved the issue, allowing the customer to resume their insulin therapy.